Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device stopped driving the disposable while activating. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-08353 and medwatch 2210968-2012-08354. The same patient is represented in each medwatch.